Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with d-di tina-quant d-dimer gen. 2 on a cobas integra 400 plus. The first sample also had a discrepant d-dimer result when tested on a second integra 400 plus analyzer. The results from the integra 400 plus analyzers were reported outside of the laboratory to the doctor, who questioned the results. The sample initially resulted with a d-dimer value of 5866.86 ng/ml when tested on the first integra 400 plus. The sample was repeated on the first integra 400 plus analyzer on (B)(6) 2021, resulting with a value of 5629.71 ng/ml. The sample was then tested on a second integra 400 plus analyzer, resulting with a value of 4652.30 ng/ml. The sample was then repeated on a stago analyzer, resulting with a value of 250 ng/ml. The second patient sample was tested on the first integra 400 plus analyzer on (B)(6) 2021, resulting with a d-dimer value of 2036.5 ng/ml. The sample was repeated on a stago analyzer, resulting with a value of 140 ng/ml. The serial number of the first integra 400 plus analyzer is (B)(4). The serial number of the second integra 400 plus analyzer was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No sample was available for investigation. Different affinity of antibodies used in the assays from different competitors may likely result in differences in recovery.